Event description:
User facility reported an undetermined number of patients who experienced corneal edema and inflammation following eye surgery. Additional information was reported by a surgeon, who stated that the event was not due to a defect in the equipment; however, they were suspicious of the methylcellulose they have been using. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No product identifiers were provided. There was insufficient information to complete an investigation. No root cause could be determined. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).